Event description:
It was reported that the customer was hospitalized because he was vomiting and sick with possibly the flu. The customer had moderate ketones at the hospital and was treated with IV fluids. The customer was released from the hospital after a couple of hours. The customer's blood glucose was unknown. It was stated that the customer's blood glucose was stable at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.